Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had poor cutting and aspiration even the speed was reduced to lower than 3000 cuts per minutes (cpm) during vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.